Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and the clear pull ring cap was observed off the patient connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter telephone extention: ext. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap was disconnected from the patient line of a homechoice low recirculation volume apd set with cassette; this was described as ¿when the package was opened, the cap of the tube was not connected¿. This was observed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.